Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads, battery tube lip.

Event description:
Customer reported that she had some issues with her insulin pump. Customer stated that his insulin pump was not delivering the right amount of insulin. Customer stated that she programmed bolus of 4.4 and the insulin pump did not delivered the full amount. Nothing further was reported.